Manufacturer narrative:
As of this date it is not clear what specific device was used. The only thing noted in the complaint was the brand name. Information received on april 21, 2017 discussed the medical treatment and scarring. The reason for this report. End of report.

Event description:
A female customer (estimated by her attorney to be in her 30s) reported that she had surgery on (B)(6) 2016. She stated that a 3m bair hugger(tm) (model not specified) was used during surgery. The woman alleged severe burns on both of her breasts. She stated that the hospital staff treated the alleged burns with gauze pads. The woman was discharged on (B)(6) 2016. On (B)(6) 2017 the attorney sent photo's of injuries of the patient's breast, legs and stomach. The photo's also indicated the breast area was "scraped" by a doctor prior to (B)(6) 2016. The attorney alleged the patient received wound care treatment. The patient alleged to the attorney she had permanent scarring.